Manufacturer narrative:
In a good faith effort (gfe) response from the bme, it was clarified that the device was outside of use when the issue was initially observed. The replacement o2 hose was received and replaced, and the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the o2 hose. The biomedical engineer (bme) picked the device up from the cardiopulmonary department and brought it to the bme shop for evaluation. The bme was able to get the o2 hose to thread onto the wall connection, but not any of the hose connections. The bme stated that the threads on the inside were flat and looked to be cross threaded. It was determined that a replacement o2 hose was needed. In a good faith effort (gfe) response from the bme, it was confirmed that a replacement o2 hose had been ordered, but they were waiting on delivery of the part. This investigation is ongoing. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported.